Event description:
A medtronic representative reported the site's cannulated tap has bone stuck in it. This event did not occur during surgery and no patient was present.

Manufacturer narrative:
The canula has a significant amount of blockage.